Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer australia has previously repaired/evaluated the skin graft mesher seven times. The last repair was november 3, 2015 where it was reported that the device was not feeding grafts through and the device was calibrated and the handle was dismantled, cleaned and lubricated. This is not a related issue. The skin graft mesher was manufactured on april 6, 2010, and is over 6 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer australia revealed that the ratchet handle sent in with the mesher was a 2195-22 and was worn. The 2195-22 handle was only used for older meshgraft ii model and a new handle was needed. The comb was out of shape and the pre-tests could not be done due to the condition of the comb. The shoulder bolts and washers need to be replaced. The 1.5:1 ratio cutter has been previously tested and february 11, 2015 and was found to not pass zimmer mesh test criteria. A new cutter was quoted on february 11, 2015 and is quoted again. Repair of the skin graft mesher was performed by zimmer (B)(4) which included replacement of the cap nuts, washers, comb pack, ratchet handle, and shoulder bolts. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the pre-tests could not be performed due to the condition of the comb. Based on the information that was provided, the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was out of shape and the pre-tests could not be done due to the condition of the comb. The IFU states that ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ and ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the mesher slipped when used. Initial inspection of the returned mesher revealed that the comb was out of shape. No patient involvement. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.